Manufacturer narrative:
(B)(4). The customer reported that the device was discarded. Difficulty in advancing the thumb advancer during thumb advancement/exchange sheath splitting and the device being difficult to remove as reported, can be influenced by, but not limited to: manufacturing, patient anatomical conditions and/or user technique. During manufacturing, the device is visually inspected and functionally tested. Resistance while advancing the thumb advancer can be caused by an inadequate nick and spread incision. As reported, the safety release mechanism was activated, however, resistance was still felt when attempting to remove the device. Difficulty in removing the device can also be caused by an inadequate nick and spread incision or by not maintaining angle of tissue tract during advancement of thumb advancer. Reportedly, mild disease was noted on the femoral angiogram. Difficulty removing the device could be caused by compacted scar or fibrous tissue. Based on the reported information and the inspection criteria, a definitive cause for difficulty in advancing the thumb advancer during thumb advancement/exchange sheath splitting and difficulty in removing the device could not be determined. The device being available for analysis may have aided in a more definitive determination. A review of the device lot history record and a query of the complaint database were not completed as the lot number was not provided and the device was not returned.

Event description:
It was reported that arteriotomy closure of the mildly diseased right common femoral artery was attempted using a starclose se device after a diagnostic procedure. Reportedly, while deploying the thumb advancer it became stuck and could not be advanced further. The safety release mechanism was used; however, it did not release the device. The device was forcefully pulled from the anatomy. Manual arterial compression was applied and hemostasis was achieved. There was no adverse patient sequela. The physician is reportedly trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.